Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to an iliac branch interventional procedure. Reportedly, there was difficulty to advance the prostyle device due to the anatomy. Steps 2 and 3 were performed successfully. Step 4 was performed as the lever was closed, and it was then attempted to remove the device, but the device would not come out. Force was applied to remove the device but was unsuccessful. The artery was then opened to remove the device, and it was then observed that although the lever was closed, the foot was deployed. Vessel damage was observed. Treatment to the vessel and hemostasis were achieved via surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿there was difficulty to advance the prostyle device¿ and ¿force was applied to remove the device but was unsuccessful" could not be replicated in a testing environment as it was based on operational circumstances. The reported foot retraction issue could not be confirmed/tested due to the condition of the returned device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of unspecified tissue injury (vascular injury) is listed in the perclose prostyle instructions for use (IFU), as a potential adverse event with use of the device. It should be noted that the IFU, states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.